Event description:
The customer reported that the unit was not charging.

Manufacturer narrative:
(B)(4). The customer reported that the unit was not charging. The device was evaluated by a philips field service engineer. The symptom was clarified as the unit was not charging the battery. Multiple parts were replaced to resolve the issue. We cannot determine the cause since multiple parts were replaced.